Event description:
It was reported that the pump touch screen was cracked and unreadable while playing a sport. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the current pump and will revert to alternate insulin therapy if necessary.